Event description:
It was reported that the inner shaft of the two trial spacer handles were difficult to turn. Sterile cleaning the instruments did not resolve the issue. There was no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that the: part 397.060 is a trial spacer handle for use in the spinal correction fra spacer system. This device is used with fra trial spacers for determining the appropriate implant size. The technique guide was reviewed for usage ((B)(4)). Two trial spacer handles (part# 397.060, lot# a7ja48 and a7la05) were returned with the complaint of: ¿it was found that it was difficult to turn the inner shaft of the trial spacer handles.¿ upon examination of these devices, the internal shafts were found to be movable, and turn easily as designed. This complaint condition is unconfirmed. Lot a7la05 was manufactured in feb2002 and lot a7ja48 was manufactured nov2000. This device has been obsolete, and has not been sold since may of 2003. This part number has been replaced by 397.089 which has been sold since 1999. Given the obsolete status, the drawings were not able to be procured, there have been only two other complaints regarding this device since 2008, and the complaint condition does not agree with the state of the returned devices; making this an unconfirmed complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record review could not be performed as the lot # does not correspond to a (B)(4) device. These were manufactured at (B)(4) approximately 12 years ago. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.